Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a revision was requested for an artificial urinary sphincter (aus) due to the patient not being able to use the device; however, the procedure had not been performed yet. There were no adverse events to the patient.

Event description:
It was reported that a revision was requested for an artificial urinary sphincter (aus) due to the patient not being able to use the device and erosion developing around the urethra; however, the procedure had not been performed yet. There were no further adverse events to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device not working and erosion cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists erosion as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.